Event description:
An intra-aortic balloon (iab) catheter was being used for treatment. The product was inserted using sheathless insertion and after approx 45 mins was removed. A "rapid gas loss" alarm occurred when using a datascope 98 console. The catheter was removed. Another MFR's iab catheter was used to resume treatment. There was no pt injury.

Manufacturer narrative:
This MDR was prepared based on a 483 observation during an FDA inspection from (B)(6)2015 and retrospective review of customer complaints.